Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker did observe when the patient cable was disconnected and reconnected to the patient simulator, the reported issue was observed. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device was unable to function in AED mode. The customer advised that the monitor instructed the user to press the analyze button, but then the AED screen would blink. The customer believed there was a connection issue. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device was unable to function in AED mode. The customer advised that the monitor instructed the user to press the analyze button, but then the AED screen would blink. The customer believed there was a connection issue. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
After further evaluation, stryker determined that the cause of the reported issue was due to normal device function from a loose connection from the defibrillation electrodes. The defibrillation electrodes became detached/disconnected during device transport.